Manufacturer narrative:
Device evaluated by manufacturer? No - lens remains implanted. (B)(4). Method (process evaluation): work order search results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
A patient reported through facebook had an icl implantable collamer lens implanted and is experiencing dry, itchy eye. Vision is blurry and not as sharp. Also glare and halos at night. The patient has reported vision has improved over time. The facility reported a 13.2mm micl13.2 implantable collamer lens, -7.5 diopter, was implanted on (B)(6) 2015 in the patient's left eye (os). The patient has dry eyes and has been prescribed drops. The patient had a follow-up visit on (B)(6) 2016 and has reported halos/ghosting in both eyes. The lens remains implanted.

Manufacturer narrative:
Method: device history record review. Result: based on the DHR review and root cause analysis, the probable cause could not be determined at this time; it is likely the compatibility between icl lens and patient physiology may contribute to the complaint issue, there were no documented issues and concerns with the manufacturing and inspection processes which may cause damage or not detect a nonconformance of the lens resulting in visual disturbances. Physician report does not indicate that any exceptional event or condition during the procedure that would have caused visual disturbances. (B)(4).

Manufacturer narrative:
(B)(4). Based on the DHR review and root cause analysis, the probable cause could not be determined at this time; it is likely the compatibility between icl lens and patient physiology may contribute to the complaint issue. There were no documented issues and concerns with the manufacturing and inspection processes which may cause damage or not detect a nonconformance of the lens resulting in visual disturbances. Physician report does not indicate that any exceptional event or condition during the procedure that would have caused visual disturbances. (B)(4).